Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation the device was confirmed to not power on. A burnt odor was noted during inspection. Internal inspection identified a damaged component and a burnt isolator on the main board. Board-level testing found blown fuses on the battery board. Further evaluation of the main board identified a burnt capacitor, which is consistent with causing the battery board fuses to blow. The main board and battery board were replaced. Based on the inspection and test results, the main board was determined to be the root cause of the reported condition. No emerging trend based on similar reports.